Event description:
It was reported by repair work order that there was damage from water on the circuit board which could potentially create a shock hazard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion : unit was replaced.

Manufacturer narrative:
The issue was resolved for the customer by repairing the unit.

Event description:
It was reported by repair work order that there was damage from water on the circuit board which could potentially create a shock hazard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.